Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A spouse reported via phone call indicating an issue with the customer's reservoirs not delivering insulin from the insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer changed t out the set and attempted to push insulin with the plunger, but no insulin came out and no alarm was triggered. The customer was assisted with the issue and was informed that the reservoir and infusion set needed to be replaced and was advised to send the reservoir back for analysis.